Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac tamponade. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib) in the left superior pulmonary vein (lspv), a polarx catheter was selected for use. A pericardial effusion which developed into a cardiac tamponade was noticed when trying to position the catheter in the lspv. No ablation had taken place and the planned pvi procedure could not be completed. A pericardiocentesis was performed and the effusion stopped. The patient was transported to the surgical department, but no surgery was necessary. The patient recovered and is doing well. Device is not expected to return as it was disposed.